Manufacturer narrative:
Correction- brand name- added "tandem t:slim insulin delivery system". Common device name- corrected to "insulin pump". Procode- corrected to "lzg". Model #- added "004628", catalog #- added "007435", (B)(4). PMA/510k #- added "k111210". Device manufacture date- added "7/28/2016".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having issues with their pump; however, the specific issues were not provided. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no additional information was provided.